Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg became inoperable and would not communicate with the patient's charger. Patient lost therapy due to this issue. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced. Effective therapy was confirmed post-operatively.